Event description:
Additional information has been requested and received indicating the aspiration issue was reported as intermittent in quadrant removal of a cataract extraction procedure. No system messages were displayed. The procedure was completed with patient harm. A company representative attended the surgeon and found the issue to be with the surgeon's technique. The surgeon has adapted their technique and there has been no recurrence of the issue.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. Unrelated to the reported event, the system software was upgraded. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during an ophthalmic procedure the aspiration on the system was not working properly, it could not draw the cataract fragments to the tip or create enough vacuum quickly. Additional information has been requested but not received.